Manufacturer narrative:
(B)(6). This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after an exoseal was introduced into the sheath and deployed, follow up angiography revealed that a piece of the tip had separated from the 11 cm. 6 fr. Si brite tip str sheath and was stuck popliteally in the patient. Heparin was used to attempt release, but was unsuccessful. A video is available and will be forwarded separately. The product will be returned for analysis. Additional information has been requested.